Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak occurred. After placing the sheath, blood began to leak from the device. The sheath was replaced and procedure was completed with no adverse patient consequences.